Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number (B)(4). It was reported that noise was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.